Event description:
It was reported that patient underwent a left knee poly-swap approximately one month post-implantation due to pain, swelling, diminished range of motion, difficulty ambulating, and instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Event date: unknown date in (B)(6) 2020. Implant date: unknown date in (B)(6) 2020. Explant date: unknown date in (B)(6) 2020. Therapy date: unknown date in (B)(6) 2020. Medical devices: unknown vanguard femoral catalog#: ni lot#: ni. Unknown vanguard tibial tray catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.